Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Scanning electron microscope examination found that the atrial and ventricular hex insets were stripped and both septa were damaged. This damage likely contributed to the reported anomalies experienced in the field.

Event description:
It was reported that during the attempt to implant the pulse generator, over sensing was suspected and loss of output was noted. The patient was asystolic for 10 seconds. The physician suspected a connector problem with the header. The physician elected to use another device.